Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and he experienced hyperglycemia. The customer reported that he had high blood glucose levels of 24 mmol/l and did a manual correction. The customer stated that he was getting a no delivery alarm during a bolus. The customer stated that he did manual prime fill 5.0 units and noticed that the insulin exited. The customer stated that he had no issues with infusion set and reservoir. Troubleshooting was performed. The customer stated that the insulin pump passed the displacement test. The customer requested to replace out the insulin pump. Product is not expected to return.